Event description:
Dealer stated that the consumer was seated on the 66550 rollator, on a bus, when it allegedly partially tipped over. The frame on one side is allegedly bent, seat cover is torn. Dealer is not sure if this is wear and tear or a result of the bus incident. No injury. Replacement unit on quote #(B)(4). The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) 2012 - consumer was sitting on the 66550 rollator seat while on a bus. The rollator allegedly partially tipped over on one side. The frame on one side is allegedly bent, dealer not sure if this is a result of the bus incident. The instruction sheet supplied with the product states warnings on page 1, "do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated. The brakes must be in the locked position before using the seat. When using the rollator in a stationary position, the hand brakes must be locked."